Manufacturer narrative:
Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2010. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured as there was out of range impedance, loss of capture and oversensing. It was noted that there were lead impedance warnings. Additionally, the lead impedance was observed to be consistently rising fairly quickly over a month and a half and that the minimum r-wave values are low. The patient later reported that they had heard an alarm coming from their device and understood lead was faulty/not functioning or not working and was broken/fractured. The lead was capped and replaced. Because of the procedure to replace the lead the patient stated that they had pain and suffering. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.